Event description:
[Redacted date]: tank found on floor with a psi reading of 2238. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4). [Redacted date]: new tank came in with a psi reading of 1675. Problem with tanks regulator. Tank was flagged and sent back to (B)(4). This is related to a safety notice issued by western but they gauges remain faulty in our field over a year later and are told they will not get to repair the entirety our fleet for over a year. Manufacturer response for digital oxygen gauge, oxytote (per site reporter). This is related to a safety notice issued by western but they gauges remain faulty in our field over a year later and are told they will not get to repair the entirety our fleet for over a year.